Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the device not working. It was said that the device had deflation anomalies; therefore, the pump was removed and replaced with a new one. There were no additional patient complications reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the device not working. It was said that the device had deflation issues; therefore, the pump was removed and replaced with a new one. There were no additional patient complications reported.

Manufacturer narrative:
H6: patient code was corrected.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were visually and microscopically examined, and leak tested; the cylinders were also pressure tested. No anomalies were found with the cylinders and pump. Based on the information available and analysis results, the reported clinical observation of deflation anomalies could not be confirmed.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the device not working. It was said that the device had deflation issues; therefore, the pump was remvoed and replaced with a new one. There were no additional patient complications reported.